Manufacturer narrative:
D4. Serial and primary UDI number corrected. D6b. Explantation day, month and year added.

Manufacturer narrative:
B5: added additional information regarding patient outcome. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: the cause of placement signal issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Patient outcome at explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella purge cassette.

Event description:
The complainant reported two separate issues that occurred on 05-apr-2026 during impella support. Purge cassette complaint: it was reported that the purge cassette would not prime. Removal and reinsertion of the purge cassette did not resolve the issue. The purge cassette was subsequently replaced, after which the issue resolved. No recurrence of the purge cassette priming issue was reported. Impella 5.5 placement signal complaint: the complainant reported that the patient arrived from an outside facility on impella cp support and was determined by the treating team to require a higher level of mechanical circulatory support. The patient was therefore escalated to impella 5.5 support. After several days on impella 5.5 support, the bedside nurse reported that while the patient was sitting at the side of the bed, the aortic (ao) and left ventricular (lv) placement signals temporarily disappeared from the automated impella controller (aic) display and returned within seconds. No alarms were triggered or stored in the alarm history. The placement signals returned without further intervention, and all other parameters were reported to be stable. The bedside nurse was instructed on the procedure for switching to a backup aic should the issue recur and provided contact information for additional support. To the complainant¿s knowledge, the issue has not recurred. No signs or symptoms of patient injury or patient harm were reported in association with either event. At the time of report writing, the impella 5.5, implanted on 26-mar-2026, remained in use and patient support was ongoing. This complaint involves two impella devices: impella 5.5, serial number (B)(6). Impella purge cassette, lot number unknown. This MDR specifically addresses the impella 5.5, serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.